Manufacturer narrative:
The heartmate3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device-6 months. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018, the patient had slight redness and a very scant amount of drainage to the driveline site. The patient was started on 100 mg of doxycycline for a suspected driveline infection. No additional information was provided.

Manufacturer narrative:
A specific cause for the reported event could not be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that on (B)(6) 2018 site showed no further redness, outcome resolved.